Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) performed on-site testing, and the reported issue could not be reproduced. The device was dusted, and functional and safety tests were completed, confirming that all parameter indicators met factory requirements. It was noted that the safety disk assist count had exceeded the limit, and replacement was recommended; however, the customer has not agreed to replace the safety disk. No patient harm was reported.

Manufacturer narrative:
Due to character restrictions in block e1. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) device prompted an alarm "iabp may require maintenance" after being used continuously for a few days and later the device could not counterpulsate normally. There was no harm reported.